Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained discordant, falsely elevated total prostate specific antigen (tpsa) results on a patient sample on a dimension exl 200 instrument. The customer indicated that quality controls (qcs) recovered within expected ranges on the day of the event and the sample was inspected for fibrin. The customer did not observe fibrin in the sample. Siemens analyzed the instrument files and observe a difference in reaction graphs between analyses of this patient sample. Siemens also observed "abnormal assay" flags in the instrument log files for the reagent lot used to run the sample. A siemens field application specialist (fas) was dispatched to the customer's site. During this visit, the fas ran alignments on the instrument. The fas also replaced wash probes and cassettes for the heterogeneous immunoassay (hm) module, tubing, the reagent 2 (r2) probe, and the sample probe. Then, the fas ran a precision test using qcs level 1 and level 2, resulting within specifications. Since the precision test using qcs recovered acceptably, siemens suspected that the discordant, falsely elevated tpsa results were caused by sample specific issues. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00565 was filed for the same issue.

Event description:
Discordant, falsely elevated total prostate specific antigen (tpsa) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat tpsa result of 0.01 ng/ml was reported, as the correct result, to the physician(s). On (B)(6) 2018, the sample was repeated twice on the same instrument and the results matched the result reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa results.

Manufacturer narrative:
Siemens filed the initial MDR on(B)(6) 2018, corrected information (24-oct-2018): the initial MDR indicated that the field application specialist (fas) replaced wash probes and cassettes for the heterogeneous immunoassay (hm) module. The fas actually replaced the complete hm module on the instrument. Additional information (24-oct-2018): siemens further investigated the event and determined that the malfunctioned hm module contributed to the discordant, falsely elevated total prostate specific antigen (tpsa) results. MDR 2517506-2018-00565_s1 was filed for the same issue.